Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Visual inspection of the returned lens showed a haptic plate was torn off from the optic and a piece of the other haptic was torn off and missing. There was a dried surgical residue on the lens surface. Claim # (B)(4). MDR resubmitted per FDA request.

Event description:
The customer reported the +19.0 diopter cc4204a collamer single piece lens was inserted and removed due to a tear in the lens. The lens was removed without any patient complications and no additional procedures were needed. Another same model/power lens was implanted. The reporter stated the event was caused by a loading error.

Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly, intraoperative lens exchange was performed to address damage("tear") of the one-piece collamer lens during insertion. Incision was not enlarged and no other tissue damage was reported. Another lens was successfully implanted. No reported postoperative sequelae. According to the report by a nurse, dated on (B)(6) 2015, the cause of the event was user error during loading. Claim # (B)(4).

Manufacturer narrative:
Method: device history record review. Results: based on the results of the DHR review, the available information given within this complaint, product evaluation, and work order search, a conclusion can be drawn that nothing in the manufacturing, sterilization and packaging processes of the lens is likely to have contributed to the complaint. The root cause of the complaint is user error while loading. Claim # (B)(4).